Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the vasoview hemopro 2 shut off after 14 seconds, the device would not activate. They waited 1 min, but it still would not turn on. The device was allowed to cool w/o resolution. The device was also powered off and on again and unplugged and then plugged back in but would not allow heating for a sufficient time to cut a branch. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities and some signs of clinical usage. The device was bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).